Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that additional information was received from product investigation closure. The lead was found fractured during analysis, and a supplemental report is being filed. It was reported that this right atrium (ra) lead exhibited loss of capture. Patient went into revision were placement difficulty was encountered along with helix extension issues. The lead was extracted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrium (ra) lead exhibited loss of capture. Patient went into revision were placement difficulty was encountered along with helix extension issues. The lead was extracted and replaced successfully. No additional adverse patient effects were reported.